Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with an injection of vancomycin (2gm, weekly once, ip) for 2 weeks and an injection of fortum (250mg in each bag, 3 times per day, ip) for 14 days for the peritonitis. The patient was recovering.